Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and long trace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.